Manufacturer narrative:
No sample was returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instruction for use states the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that water could not be inflated into the foley. Another catheter was used to complete the procedure.